Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/23/2017 with the following findings: a review of the black box showed a replace cartridge alarm followed a loss of prime and a power on reset event. The pump was powered back on and deliveries were resumed. No moisture/corrosion was found in the battery compartment. The battery cap was not returned. A test battery cap was used for all testing. The pump powered on to the verify screen with auditory and vibratory alarms. The pump was run for 24 hours and no power interruptions occurred. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was delivering accurately and within range. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit. Unrelated to the original complaint, the battery compartment was cracked above and below the bumper pad. Additionally, the cartridge compartment was damaged at the threads, and the display had a pink contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 07/27/2017, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2017 was 420 mg/dl with vomiting, extreme thirst. The reporter noted the patient was hospitalized and was treated with insulin via injection and intravenous fluids; they resumed pump therapy after replacement, and the pump¿s basal rate delivery settings were recently changed by a healthcare provider. During troubleshooting, a power-loss issue was reported. This complaint is being reported because the reported health event was attributed to an alleged device malfunction.